Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that all the doors were failed and could not be recovered. A field service engineer changed the port for the medcart cable and rebooted the station. After allowing the station to refresh, the software in the tower was detected on the bus. Subsequently, the customer was able to recover storage space and access the required compartment. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system tower door failed and could not be recovered. The customer reported that the malfunction occurred when user trying to issue the medication to patient, unable to retrieve medication or carry out their responsibilities and had to either request assistance from the pharmacy or obtain it from a different station which caused a delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.